Manufacturer narrative:
(B)(4). Cartridge pan dislodged. The analysis results showed that an ec45a was received in good visual condition and with one reload present. The reload was received fully fired, with the sled missing, and with the pan detached. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded into the device without difficulties noted. While no conclusion could be reached as to how the pan became dislodged and the sled was missing, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during an unknown procedure, the stapler's first shot was made without any problems, but when the reload was removed and other was charged they had trouble putting it on the channel retainer. Therefore another stapler was used to continue the surgery. There were no adverse consequences for the patient.